Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # l93450. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 7 clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. However during testing no dropping or ejected clips were noted. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No scissored clips were noted during testing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the clips were dropped during the procedure. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.